Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged past 95%. There was no adverse effect to customer's blood glucose level. The customer continued to use the pump for insulin therapy. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.